Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), a guide wire tip detachment occurred. The lesion location was reported as "biliary". The 0.035 jagwire guide wire was advanced, however, at an unspecified time during the procedure, the distal tip "fell off the guide wire". The physician was able to remove the detached tip by unspecified means. The procedure was completed with a different device. The pt's status is reported as stable.